Event description:
It was reported that, "the drain was placed at the mediastinum to the pericardium of the pt and connected to the aspiration device. The drain functioned as intended. While the nurse milked the drain using a finger and alcohol soaked cotton, the drain broke outside the body. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent to the FDA: 07/17/2009. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.